Event description:
Reportedly, the instrument was fired; however, the staples malformed and the knife did not cut the tissue. The surgeon had to cut out the malformed anastomosis and redo the procedure with a new instrument. Upon firing second instrument the staples formed correctly, but the surgeon did not hear the cracking sound when the instrument was fired. After turning the handle to release the instrument, it was hard to remove and was discovered again that the knife blade did not competely cut through. The anastomosis was over sewn to complete the procedure.